Event description:
Bilateral leaking implants, recurrent ptosis. A 47 yr-old white, gravida 2 para 2 female, status post bilateral subpectoral-transpectoral gels (300cc), for augmentation 1987. Pt denies decrease in size or change in shape/texture other than increased drooping over the yrs. She has had some intermittent burning pain in left breast (upper outer quadrant) recently with "muscle flutters." She denies history of trauma. She desires removal and replacement because she is worried about the implants, their age and she feels "something is wrong" with left implant. She denies systemic symptoms but has had some intermittent 1-2 days of fatigue, occasional headaches and sun sensitivity. Otherwise the pt is healthy.